Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a scheduled pci, the physician attempted to advance the 2.75x32mm taxus express2 drug eluting stent through the 100% stenosed, calcified and severely tortuous distal portion of the right coronary artery. Pre dilation was used but the details are unknown. Upon removal of the device, it was noted that the proximal edge of the stent was flared. The procedure was completed with another unknown device resulting in 0% residual stenosis. The patient was discharged on panaldine. No patient injuries or complications occurred and the patient's condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.